Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Three gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. The investigation will be reopened if new information is given.

Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had blood pressure related malfunction. There was no patient involvement.